Event description:
It was reported that prior to starting a da vinci surgical procedure, it was observed that the tips would not close on the prograsp forceps instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. The other cables were not damaged at the wrist of the instrument. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a broken pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.